Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is removing air from the cartridge with an empty syringe. Tandem clinical support informed customer that removing air from the cartridge with an empty syringe, is off label per the user guide. Customer reverted to an alternate form of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guidebook page 30 tuesday, august 30, 2022, 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery h3 other text: device not returned.